Event description:
Boston scientific received information that this right atrial (ra) lead displayed all out of range lead measurements, which was the result of dislodgement. The decision was made to reposition this ra lead, and all measurements were stable and within range. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.